Manufacturer narrative:
Event was initially reported by the pt through email. No product has been returned. Method: a review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusion: no conclusions can be drawn. This is being reported as a corneal ulcer. There is no evidence to suggest the contact lens was the root cause of the pt's symptoms. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.

Event description:
Patient reports corneal ulcer that required medical attention. Attempts to contact the pt have been made for more information have been made with no reply.